Event description:
It was reported that during an unspecified procedure, difficulty in placing the wallstent endoscopic biliary was encountered. The user reported difficulties in deploying the stent, it was "blocked". The stent was deployed by pulling strongly on the delivery system; however, the stent was not correctly placed. The stent was reported to be implanted, but not functional. The procedure was completed with placement of another stent. There were no reported patient complications as a result of this event.